Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af) on the right atrial channel. In addition, intermittent atrial tachy response (atr) episodes of less than a minute were noted. Technical services (ts) recommended programming enhancements. This device remains in service. No adverse patient effects were reported.